Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen4819 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the PICC kinked in the patients arm, restricting the ability to flush or draw the catheter. No other information was provided.